Event description:
It was reported the pt had experienced a gradual loss of stimulation. X-ray indicated the pt's lead was fractured. Surgical intervention was undertaken to explant and replace the lead. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.